Manufacturer narrative:
Motor error alarms during rewind due to motor encoder signal out of phase. Drive support disk was inspected and no anomaly was noted. Unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to motor error alarms during rewind. No noise noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering insulin and the device is making a noise. The blood glucose reading was 200mg/dl. The customer also mentioned having motor error alarms. Troubleshooting was performed, and the drive support cap was flush. The caller had an MRI done about three weeks ago, but she does not remember if she was wearing the device at that time. The displacement test was performed and the test failed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.